Event description:
It was reported that during a sad with rotator cuff repair the physician (B)(6) was unable to thread the sutures through the magnum2 implant. The physician was required to drill a new bone hole and implant a new magnum2 implant. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. A review of the device history records found no non-conformances associated with this manufactured lot.